Event description:
Event description cpi received information that at the implant of this endotak transvenous defibrillation lead the patient had a pneumothorax. The patient was treated with a chest tube.